Event description:
A 60-yr-old woman presented to ER with anterior lateral mi in progress. +-pa bolus given and attempted to begin infusion, lidocaine bolus given and attempted to begin infusion, one drug each on IV pump, "door cassette" began flashing on both pumps and pumps failed to pump. Two pumps were exchanged with two others which also failed to pump, flashing "door cassette". Because of the +-pa cost etc. Unable to exchange pump sets. Both medications dripped in gy gravity.device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-94. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: a device from same lot was evaluated, performance tests performed. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device recalled by manufacturer/distributor, invalid data. The device was not destroyed/disposed of.